Manufacturer narrative:
(B)(4). Visual examination of the provided photos found signs of repeated use and one of the spikes has fractured off. The device was not returned for further evaluation. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon malleted a spiked instrument into the tibia. When pulling out the instrument, one of the spikes broke off. The spike was removed. No foreign bodies were retained. There was no surgical delay. The surgical technique was utilized.